Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
Na

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on (B)(6) female presented in ER with chest pains/shortness of breath. Test date: (B)(6) 2013method time result I-stat 10:24am 0.11 (positive result)I-stat 10:39am 0.00 (negative result)vista 11:13am <0.015 (negative result)there was no other patient information recieved at this time. Based on the information available at the time, there were no injuries associated with this event.